Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displayed. The driver was subjected to simulated saw bone insertion test. The driver failed the first insertion attempt with a 3.69 second stall and the test was discontinued. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. The eeprom data could not be parsed due to an older version, unreadable eprom. Batteries were subjected to a simulated load test. Load test results show that all batteries (each) were depleted less than 20% capacity. Teleflex has opened CAPA (B)(4) to investigate the cause for the led remaining green. The driver had no power because the batteries were depleted. Battery load test confirms depletion. Teleflex has opened CAPA (B)(4) to investigate the cause for the led remaining green. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: ...

Event description:
The io driver lost power during insertion. The light was still green. Several attempts were made to complete insertion ending in an infiltrated site. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The io driver lost power during insertion. The light was still green. Several attempts were made to complete insertion ending in an infiltrated site. The patient's condition was reported as unknown.